Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified, although the damage is consistent with the damage that can be incurred from an external defibrillation. There is no indication that the open resistor caused or contributed to the patient death, as the lifevest ecgs were fully intact at the time the device was worn by the patient. Electrode belt sn (B)(4) has not yet been recovered for further investigation. There is no information available at this time to suggest an electrode belt malfunction.

Event description:
A u.s distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while wearing the lifevest. Device download data revealed that the patient was treated four times during the event. The patient was hospitalized at the time of the event. At 01:44:45 the patient degraded to severe bradycardia (40 bpm) and hospital staff began performing CPR artifact. The lifevest delivered four treatments between 01:49:57 and 01:53:19 during periods of asystole with CPR artifact. The patient remained in asystole following the treatments. The lifevest considers asystole to be a non-treatable rhythm. CPR artifact contributed to the false detections. The lifevest electrode belt was disconnected at 02:35:36. The patient was in asystole with intermittent cardiac activity at the time the electrode belt was disconnected.